Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. Customer reported a low blood glucose (bg) levels in the 40s-50s (mg/dl) and consumed carbohydrates. It was indicated that manual injections were available for back up therapy.